Event description:
It was reported that there were 64 occurrences of foreign matter in tube, 9 occurrences of label issues, 1 occurrence of low gel in tube, 3 deformed tubes and 182 of air bubbles in tube/gel with a bd vacutainer® sst¿ blood collection tubes. This was all discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x49, deformed tube x3, defective marking x9, dirty tube x15, air bubbles in gel x156, air bubbles in tube x26 low volume gel x1.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm in gel, deformed tube, defective marking, dirty shield, dirty tube, air bubbles in gel and low volume gel with the incident lot was observed with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 64 occurrences of foreign matter in tube, 9 occurrences of label issues, 1 occurrence of low gel in tube, 3 deformed tubes and 182 of air bubbles in tube/gel with a bd vacutainer® sst¿ blood collection tubes. This was all discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x49. Deformed tube x3. Defective marking x9. Dirty tube x15. Air bubbles in gel x156. Air bubbles in tube x26. Low volume gel x1.